Event description:
In 2008, a male underwent initial aaa repair as labeled (patient"s anatomic form was suitable for endovascular repair). When a main body was inserted, blood leakage from the hemostatic valve of the main body delivery system occurred. The amount of blood leakage was about 200ml. By completing the procedure quickly, blood leakage was stopped at minimum without further incident. Patient outcome unknown.